Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.

Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. During the investigation it was found that the device had faulty pogo pins. Reduced voltage over the pogo pins was observed and this caused the low battery fails. The final history log entry on (B)(6) 2013 recorded a manual self-test fail of ten minutes duration. This may suggest the beginnings of a membrane failure, therefore the membrane was replaced as a precaution.